Manufacturer narrative:
The investigation has been completed. The cause of the aic issue was a defective power battery manager board. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller (aic) experienced a controller error yellow alarm, which was resolved by changing the console. No patient harm reported.